Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The user facility¿s biomedical technician reported that a burning smell emanated from a 2008t hemodialysis (hd) machine while the unit was being tested. No patient was connected to the system at the time of the incident. Therefore, no patient was involved. The biomed performed a visual examination of the machine and found visible charring on the actuator board. The biomed replaced the actuator board, the motherboard, and the function board which resolved the acid pump no eos alarm and low conductivity issues. The unit has been returned to service at the user facility without a recurrence of the event as reported. No flames or sparks were observed, and no smoke was visible. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
No on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Follow-up was provided by the biomedical technician who revealed that charring was present on the actuator board. The biomed replaced the actuator board, the motherboard, and the function board which resolved the acid pump no eos alarm and low conductivity issues. The unit has been returned to service at the user facility without a recurrence of the event as reported. The actuator/test board was returned to the manufacturer for examination. The actuator/test board was received by the manufacturer for analysis. A visual examination of the actuator/test board found burn damage to pins 4 and 12 on component ic23. Residue from the damage covered several other components. Functional testing was performed by installing the received component into a working unit. The machine generated an ¿acid pump no eos¿ alarm during a rinse program. During troubleshooting, it was determined that the burn damage lifted the solder pad at pin 12 of ic23, causing the board to be un-repairable. Therefore, no further functional testing could be performed. The investigation concluded that the burn damage present on ic23 will result in the reported and observed ¿acid pump no eos¿ alarm. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the actuator/test board confirmed the presence of charring at ic23 on the board. Therefore, the complaint has been deemed confirmed.